Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer does not know whether they were using the auto mode feature on insulin pump or not at the time of high blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 486 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state that insulin pump had multiple pump error alarm and customer was able to clear the alarm and able to rewind the insulin pump. The customer also state that they were able to passed the self test. The insulin pump will not be returned for analysis.